Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The pump was returned for analysis. The cause of the suction could not be determined. The cause of the access site adverse event was determined to be an unintended use issue. The root cause of the arrhythmia, tachycardia, ischemia, and thrombus were unable to be determined due to insufficient clinical details. The cause of the heart block and cardiac failure cannot be determined as insufficient clinical details were provided. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced ectopy and ventricular tachycardia followed by a heart block after explantation of the pump. An echocardiogram showed mild tricuspid and mitral regurgitation, moderately reduced right ventricle failure, an akinetic anterior wall, and reduced ejection fraction. The pump's p level was reduced and the patient was transfused packed red blood cells. Cannulas were placed in the right lower extremity and the left femoral artery due to ischemia. The patient was escalated to an impella 5.5 for increased support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.